Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Changing your pod 3 / page 23-24: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab, and keep sterile materials away from any possible germs. Living with diabetes 11 / page 117: infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient experienced hyperglycemia, the patients blood glucose rose to 320 mg/dl. The patient attempted to treat the hyperglycemia with a bolus, however, during the bolus the patient observed the adhesive was getting wet and reported the smell of insulin. The patient removed the pod and observed minor irritation at the infusion site and a slightly bent cannula. The patient treated the hyperglycemia by applying a new pod. The pod was worn between 24 and 36 hours on the abdomen.

Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device did not find any kinks or bends in the soft cannula. No issues were found that would have caused skin irritation at the infusion site. Inspection of the fluid path did not find any issues that would have resulted in leaking during wear. No other defects or deficiencies were found during the investigation that would result in high blood glucose levels.

Manufacturer narrative:
Correction: (B)(4).